Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; no bg values were provided. Reportedly, bg level was caused by internationally eating a big lunch without delivering a food bolus. Bg level was addressed by delivering a correction bolus via the pump.